Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was sick with a high blood glucose level. The customer stopped using the insulin pump and was using manual injections. Customer's blood glucose level was around 500 mg/dl. The self-test passed. The device was not returned.